Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Problem code 1484 for the reportable issue of bands prematurely deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned:. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Correction: b5 (procedure date).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle was turned; however, the bands did not detach. The handle was then rotated again, and the bands continuously detached at once. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. Reportedly, earlier in the setup process, the physician removed the ligator shrink wrap prior to securing the ligator head on the scope, which is earlier than what is instructed in the device directions for use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***correction*** the correct procedure date is august 05, 2019.

Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle was turned; however, the bands did not detach. The handle was then rotated again, and the bands continuously detached at once. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. Reportedly, earlier in the setup process, the physician removed the ligator shrink wrap prior to securing the ligator head on the scope, which is earlier than what is instructed in the device directions for use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.